Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3 and h6. As reported, a 6/7f mynx vascular closure device (vcd) was already deployed when package was opened. There was no reported patient injury. The device was never inserted in the patient. The user is trained to the device. The device was stored per labeling. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed with the stopcock opened. No damage was observed to the atraumatic tip of the returned device. The sealant was found in its manufactured position fully covered by the sealant sleeves. No damages were noted to the sealant sleeves. The syringe and the procedural sheath were not returned for evaluation. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. Per microscopic analysis, visual inspection at high magnification showed that the sealant was found in its manufactured position fully covered by the sealant sleeves. No damages were noted to the sealant sleeves. The reported event of ¿mynx control system-deployment difficulty-premature¿ was not confirmed through analysis of the returned device since the sealant was in its manufactured position and fully covered by the sealant sleeves with no issues noted. The cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the failure experienced. However, handling factors are possible. It should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the issue experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx vascular closure device (vcd) was already deployed when package was opened. There was no reported patient injury. The device was never inserted in the patient. The user is trained to the device. The device was stored per labeling. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.